Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message stating system has stopped you wont get readings for up to 30 minutes occurred. Data was evaluated and the allegation was confirmed as a loss of connection greater than an hour was confirmed. The probable cause was determined to be the patient closed the mobile app. The reported event of an error message stating system has stopped you wont get readings for up to 30 minutes is reportable based on the finding of a loss of connection greater than an hour.